Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a off no power alert on the insulin pump. Customer stated they did not receive a low battery alert prior to the off no power alert. The customer stated the insulin pump has been dropped or bumped in the past. Troubleshooting found the insulin pump passed a self-test and displacement test. The customer also reported a lost sensor alert occurring and a battery out limit alarm. The customer stated the batteries were out of the insulin pump for a greater duration than allowed. The customer declined to return the insulin pump for analysis.